Event description:
The spider fx device was placed distally without incident. Subsequently, when the operator inserted the retrieval device after the stent placement, it would not advance past the stent. The spider fx filter was pulled into the retrieval catheter which was still in the body of the stent. The retrieval cath/spider could not be removed without resistance nor could not be further advanced into the artery. The device (retrieval and spider) was pulled out resulting in the previously placed stent folding back upon itself. Nothing could be passed into the distal artery to allow the reopening of the collapsed stent. The pt underwent urgent open heart surgery due to the collapsed device.